Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed 4 non-sustained episodes of oversensing, caused by noise on the ventricular and shocking electrogram. Isometrics were positive for noise. Reprogramming the device to least corrected the oversensing, however boston scientific technical services (ts) consultant discussed probable leads reversed in the header.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed 4 non-sustained episodes of oversensing, caused by noise on the ventricular and shocking electrogram. Isometrics were positive for noise. Reprogramming the device to least corrected the oversensing, however boston scientific technical services (ts) consultant discussed probable leads reversed in the header. Additional information confirmed that the df-1 terminal pins were reversed in the header. The device was explanted due to normal battery depletion. No adverse patient effects were reported.